Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the "tube motor incoder missing mount hardware." This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The event occurred during repair inspection in the biomedical service department. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump having a tube motor encoder missing from mount hardware was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the defective pump head module. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.